Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Extra potentials on near field -tip to ring rv lead was reported, possibly noise. No ability other than to pace in doo mode temporarily until lead issue can be addressed for lead integrity issue. Suggested postural testing. Lead remains implanted. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.